Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device was received and evaluated. The subject device was tested and found the video image is functioning normally. Video connector is in normal condition. The reported b30 error did not occur during testing. Unit passed all functional tests. Unit equipped with new type main switch. Based on the results of the investigation, the phenomenon may be attributed to temporary malfunction from incorrect cleaning of the electrical contacts or defects of the scope, surmised from the facts that the phenomenon was not reproduced at the repair site and no abnormalities were found in the video connector. For b30 error the instruction manual describes the following regarding condition of the electrical contacts when connecting video connector. Following this may prevent the phenomenon to occur. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. Customer feedback make sure that the "up" mark is facing up before connecting the video connector. Olympus will continue to monitor complaints for this device.

Event description:
It was reported to olympus, the device had a b30 communication error message during preparation for use for a diagnostic procedure. No patient involvement.

Manufacturer narrative:
The device is available for return however it has not been received. The investigation is in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Additional information was received from the reporter.

Event description:
Additional information was received from the reporter on 13jul2021: the model and serial number of the scope used with the video system is unknown. The same cv-170 was used to complete the procedure and two different cyf-vh scopes were tried without success, therefore a fiberoptic scope was used in its place. A cyf-5 was used, though the serial number is unknown. The intended procedure, a diagnostic cystoscopy, was completed without delay. No other devices were replaced and there was no harm or injury to the patient.